Manufacturer narrative:
A returned product analysis indicated that the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. Optimal alignment was not consistent. The reason for the erratic coupling is unknown. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient had fallen, not device related, landing on the ipg and had not been able to charge. The physician did not believe that the device was damaged but rather pushed deeper into the pocket. The physician explanted the ipg and implanted a new one and the patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the pt had fallen, not device related, landing on the ipg and had not been able to charge. The physician did not believe that the device was damaged but rather pushed deeper into the pocket. The physician explanted the ipg and implanted a new one and the pt was reportedly doing fine after the revision procedure.